Event description:
No blood glucose levels reported. The customer would like to return the reservoir from the insulin pump. The customer reported that the reservoir would not allow insulin to go through the tubing of the insulin pump at all. The customer further reported that the insulin would completely get stuck. Troubleshooting was not done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.